Manufacturer narrative:
Implant pulls out with inserter - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a hammock sling procedure in early 2009. During the procedure, the inserter would not pull out. When the surgeon attempted a twisting technique to remove the inserter, the mesh component came out with the inserter. The procedure was successfully completed with a different type of sling device with no adverse pt consequences.